Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that act buttons on insulin pump were sticking. Customer¿s blood glucose was 100 mg/dl. Customer also reported that insulin pump alarmed for no delivery during basal or bolus and insulin pump had unexpected restart even after battery change. Customer stated that time clock was advancing while observing for 1 minute. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify a21 alarm and excessive no delivery anomaly due to buttons not responding.